Manufacturer narrative:
Investigations determined the instrument was in operation even though yearly preventive maintenance was overdue. Further service interval actions were ignored and extra wash cycles were not performed on the instrument since the instrument did not have the appropriate system reagent on board. The investigation could not identify a product problem. The maintenance actions carried out by the engineer improved the situation.

Manufacturer narrative:
Precision studies were performed. The field service engineer decontaminated the instrument. The filter, seal, and o-ring of the syringes were replaced. The customer ran controls and these recovered ok.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 74.5 umol/l. The sample was repeated twice on the same analyzer, resulting in values of 197.7 umol/l and 203.2 umol/l. The sample was also repeated twice on a second analyzer, resulting in values of 210 umol/l and 198.1 umol/l. The 197.7 umol/l value was reported outside of the laboratory as it correlated with the bun value. The creatinine reagent lot number was 54943001. The reagent expiration date was requested, but not provided.